Event description:
Additional information was requested and received stating that there was no patient harm and lens details were provided.

Manufacturer narrative:
A qualified handpiece was indicated with a non-qualified viscoelastic. The root cause for the reported lens damage may be related to a failure to follow the IFU(instructions for use). It was stated that viscoelastic was used so that the window with the image of the iol on the cartridge was full. So the first 5-6mm seen from the loading side. This would only be at the loading area. This is not per the IFU. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd(ophthalmic viscosurgical device), which may result in damage. A non-qualified viscoelastic was indicated. Company foldable iol(intraocular lens)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided stating it was found out if the cartridge was filled properly the micro-scratches no longer occur. This was a mini problem which is solved and most importantly this problem has never made any clinical effects/problems for patients. Additional information provided stating patients were not affected and the problem was also solved and it does not occur anymore.

Event description:
A physician reported that following implantation of an intraocular lens (iol) the lenses are experiencing immediate post implantation paracentral scratches visible at the slit lamp post-operation, physician informed that he tried to mitigate scratches by switching cartridges, viscoelastic and forceps but that issue continues to persist. No problems at the tip visible under microscope. Additional information was requested and received stating scratches when the lens has unfolded in the eye, used different company cartridges, the scratches are less but not gone completely and there is no patient harm. Ophthalmic viscosurgical device(ovd) so much viscoelastic that the window with the image of the iol(intraocular lens) on the cartridge is full. So the first 5-6mm seen from the loading side.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Ophthalmic viscosurgical device(ovd) not per dfu(directions for use) so much viscoelastic that the window with the image of the iol(intraocular lens) on the cartridge is full. So the first 5-6mm seen from the loading side. The manufacturer internal reference number is: (B)(4).